Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown data synchronization error. A field service engineer (fse) verified that the station displayed the unknown device and encountered an error during data synchronization. The fse collaborated with technical support specialist (tss) and identified a likely database-related issue. Tss remotely accessed the station and attempted a full data synchronization after updating the network speed and duplex settings to half-duplex and changing the recovery model to simple. During the process, data synchronization and applier logs reported download failures and timeout exceptions related to the transfer window. Due to prolonged reconnection delays, the session was restarted but timed out before completion, and the station appeared offline again in remote support services (rss). The pharmacy was notified, and the customer was advised to perform a hard reboot of the station. The fse returned to complete the repairs, replaced the all in one, configured the network card, and successfully completed the data synchronization. The customer logged in and verified that the station was functioning properly. The system functioned as intended after the field service engineer and technical support specialist repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was showing error and user was unable to access to the station the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.